Event description:
Diagnostic cath, 6f sheath. Puncture located in the bifurcation. Pressure dressing and appropriate post deploy care given. Within one hour of deployment pts bp and hr bottomed out - pt was immediately given emergency meds. Patient experienced retroperitoneal bleed. Event resolved itself without further intervention or additional complications.